Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (gender & age unknown) an arc was seen from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.